Event description:
Subsequent to the initial medwatch report the following additional information was received: the arteriotomy closure was attempted in the left common femoral artery after an angioplasty and stent placement procedure. Hemostasis was achieved using manual arterial compression. The patient was in stable condition. No additional information was provided.

Event description:
It was reported that an arteriotomy closure of an unspecified vessel was attempted using a starclose se device after an unspecified procedure. Reportedly, the "device did not deploy". The method of achieving hemostasis was not reported. There were no reported adverse patient sequelae. No clinically significant delay in the procedure was reported. The physician is reported to be trained in the use of the starclose se device. No additional information was provided at this time.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The reported device would not deploy was confirmed. Based on a visual analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. A query of the electronic complaint handling database revealed no other incidents for device deployment failures reported from this lot. Based on the information reviewed, there is no indication of a product deficiency. Additionally two unused, sterile devices with lot number 40415k1 were returned for evaluation. Visual and function analysis was performed and the devices passed with acceptable results. No malfunction or abnormal observations were detected based on the investigation findings from the tested devices.